Manufacturer narrative:
The imaging system's mobile view station (mvs) computer was returned to the manufacturer for analysis. Visual inspection at receiving noted the spacers below the cd drive are pressed in, the computer is very dusty, and there is an indentation on the top of the housing. Os and application loaded, time/date (cmos check) is good. Installed mvs computer in imaging system and the system readied as expected. 2d and 3d imaging, as well as store and image recall were successful. No functional problem found only physical damage noted as dented, nicked, scratched and bent. The device was otherwise found to be fully functional. The reported event could not be duplicated by medtronic personnel. The igus bellows slides that were replaced as a preventative were returned to the manufacturer for analysis. Failed visual inspection. Physical damage. Cracks found around both of the slides bolt thread holes. This was however replaced as a preventative and not part of the reported issue.

Manufacturer narrative:
Onsite investigation was preformed and the field system engineer concluded that the reported event was caused by the mobile view station (mvs) computer. Replacement of the computer resolved the issue. No further issues were reported. The igus bellows were also replaced as a preventative measure. Replaced computer and bellows were not returned to manufacturer for analysis, therefore, no findings are possible. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that the image acquisition system (ias) was not booting up. Stand alone message displayed on the pendant. They had to reboot the system three times to resolve the issue. There was no patient present when this issue was identified.